Event description:
It was reported that the patient underwent a single level tlif at l3/4 using rhbmp-2/acs and a depuy cougar vertebral body replacement device supplemental with posterior fixation instrumentation. A posterolateral fusion was performed on the right side of l3/4 using rhbmp-2/acs as well. In response to patient complaints or recurrent back and leg pain, a CT scan was performed approximately 23 months post-op, which demonstrated foraminal stenosis related to heterotopic bone formation at l3/4, there was reportedly no direct neural compression observed. A surgical intervention was performed approximately 26 months post-implantation to remove the depuy cougar device and decompress the l3/4 foramen.

Manufacturer narrative:
Devices from multiple manufacturers were implanted during this procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.